Event description:
Report of explant of device system due to "infected pump - skin erosion" received per the annual device tracking report. Follow up with hcp revealed that the onset/diagnosis of the infection was in 3/01. Symptoms noted were drainage and pocket erosion. The primary location of the infection was the device pocket. It is unknown if a culture was obtained. The patient was treated with oral antibiotics and total device system explant. The infection has resolved but the patient exhibited "flu like symptoms" of drug withdrawal after pump removal. Drug of record used in the pump was preservative free morphine sulfate.